Manufacturer narrative:
Corrected data based on new information received: serious injury to death. (B)(4). The patient involved was reported to be deceased without further details, therefore this report is being submitted as ¿death¿ related as a cautionary measure. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 09jun2016 as follows: plaintiff allegedly received an implant on (B)(6)2015 due to acute left near occlusive popliteal deep vein thrombosis. Plaintiff is alleging pulmonary embolism and death. The patient involved was reported to be deceased without further details.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "death resulting from pulmonary embolism after filter placement". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported patient death is related to the filter. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Evaluation: the product was not returned to assist with the investigation. No information regarding the event was provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
Description according to short form complaint filed: it is alleged that "patient]received a gunther tulip filter on (B)(6) 2015 at (B)(6)." Patient outcome: it is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Initial MDR was submitted by william cook europe under reference # 3002808486-2016-00439. Additional information provided on 07/06/2016 determined this device was manufactured by cinc. Evaluation: the product was not returned to assist with the investigation. No information regarding the event was provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
Description according to short form complaint filed: it is alleged that "patient]received a gunther tulip filter on (B)(6) 2015 at (B)(6) hospital." Patient outcome: it is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.